Event description:
It was reported to philips that device is getting general type failed. There¿s no reported patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Event description:
It was reported the device was showing a general type failed message. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
This report is based on information provided by a philips remote service engineer (rse) and authorized service provider (asp) and has been investigated by the philips complaint handling team. Available details indicate that issue occurred as a result of performing the operational check. Follow-up finding reveals that the device was repaired onsite. The processor assembly, the system-on-module (som) assembly and the user-interface cable were replaced resolving the issue. The engineer confirmed the device was operational after repairs were completed and the device remains at the customer site. The failed components were replaced to resolve the issue and we are expecting the return of the som assembly. Upon receipt at philips, the component will be evaluated, and the complaint will be reopened. Based on the information available, the cause of the reported problem were component failures. The reported problem was confirmed. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.